Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of an essure device on the right and migration behind the rectus abdominis muscles.') In a female patient who had essure (batch no. 893022, 84219215 (inv)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2019, the patient experienced metrorrhagia ("metrorrhagia"), vaginal discharge ("odorous discharge") and pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. The patient was treated with surgery (essure implant removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, metrorrhagia, vaginal discharge and pelvic pain outcome was unknown. The reporter provided no causality assessment for metrorrhagia, pelvic pain and vaginal discharge with essure. The reporter considered device dislocation to be related to essure. Lot number 84219215 is invalid. Lot number: 893022, manufacture date: 2011-08, expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of an essure device on the right and migration behind the rectus abdominis muscles.') In a female patient who had essure (batch no. 893022/84219215) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2019, the patient experienced metrorrhagia ("metrorrhagia"), vaginal discharge ("odorous discharge") and pelvic pain ("pelvic pain"). On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. The patient was treated with surgery (essure implant removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, metrorrhagia, vaginal discharge and pelvic pain outcome was unknown. The reporter provided no causality assessment for metrorrhagia, pelvic pain and vaginal discharge with essure. The reporter considered device dislocation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.